Event description:
The neurologist's office reported that the patient was seen on (B)(6) 2013 for routine adjustment of the device settings and there was no mention in the notes that the wound site was not healing properly.

Event description:
On (B)(6) 2013, it was reported that the patient had an infection at the generator site. It was confirmed that it was a staph patient. The vns device will likely be explanted and replaced after the infection heals. It was stated that the infection was on and off for a while as the wound was not healing, and it was finally confirmed that there was an infection. Surgery is likely, but has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the suspect device passed all functional tests prior to distribution.

Event description:
It was reported that the patient's incision site appeared to not be healing properly which is believed to be related to the patient's thin frame. It was reported that the incision was resutured at the surgeon's office. There was no known infection, but the patient was placed on prophylactic antibiotics. The patient received a call (B)(6) 2013 from (B)(4), reporting that she was notified today by the office of dr (B)(6) that the patient (B)(6)went into the surgeon's office yesterday and the patient's wound site appeared to not be healing properly which is believed to be related to the patient's thin frame. The patient was also having pain at the site because they had to resuture, which was done at the office of the surgeon. There is no known infection, but prescribed antibiotics prophylactically and will be re-evaluated in a few weeks. It is unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the incision site healing improperly. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow-up showed that the patient underwent explant surgery on (B)(6) 2013. It was unknown if the whole system was explanted or if it was just the generator.

Event description:
It was reported that the patient's lead was still implanted. Therefore it is known that only the generator was explanted on (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that prior to explant the patient had suffered from chronic infection with mrsa. The infection was noted to have healed.